Event description:
It was reported that the customer received an incomplete bolus alert as they had not completed a bolus request. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer administered a manual injection of insulin to address the bg. Tandem technical support educated the customer on the meaning of an incomplete bolus alert.